Event description:
It was reported when the device was used during a hartmans procedure, after firing, the rectum did not appear to be stapled. The case was completed using sutures. There was no patient consequence.